Event description:
New information received notes no programming changes were made, the physician opted for remote monitoring, no intervention was anticipated at this time, the patient was stable with no consequences.

Event description:
New information received notes that the patient was dependent but asymptomatic. The right ventricular (rv) lead was capped on (B)(6) 2026, and replaced due to noise. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that intermittent ventricular oversensing resulting from noise was observed on the right ventricular (rv) lead. There were no reported patient consequences.